Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapy while operating a weed trimmer, after placing the trimmer near his chest. The patient was in good condition following the event with the exception of some chest and arm discomfort. The device remains implanted.